Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cartridge stopped halfway while firing. The surgeon had to open two handles since the cartridges were stuck and could not be unloaded. There was no patient injury.